Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the migration of a component, malpositioning, detachment, and a patient-device interaction problem, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rf048f filter experienced migration of a component, malpositioning, detachment, and a patient-device interaction problem. This report was received from one source. The device was used inside the patient. Patient age, weight, and gender were not provided. The current status of the patient is unknown.